Event description:
It was reported that the patients implantable pulse generator (ipg) required frequent charging and had difficulty communicating with the remote control (rc). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned due to facility policy.